Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (disease progression, aortic neck angulation greater than 70 degrees). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck angulation greater than 70 degrees).

Event description:
A talent abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Vessel morphology was not reported. It was reported that the device migrated 3.5-4.0 cm with no type I endoleak. Two endurant cuffs were implanted to repair the migration, however the placement was inadequate due to tortuosity within the anatomy and because the graft kept catching on the gate of the talent device. Another manufacturer's device was successfully implanted. There was no vessel occlusion with the inaccurate delivery of the cuffs. No additional clinical sequelae were reported and the patient is fine.